Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During the trial implantation period of an evoke spinal cord stimulation (scs) system, the patient reported a change in stimulation from the left lower extremity to the left chest and flank area. An x-ray was obtained and confirmed lead migration. Reprogramming reduced unintended stimulation, pending a lead revision. A lead revision was completed to reposition the leads and resolve the unintended stimulation. Adequate therapy was confirmed following the lead revision.

Manufacturer narrative:
Additional information: section d6b. - explantation date, section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h11 - manufacturer narrative. The anchor was returned to saluda. The anchor passed visual inspection and functional testing, with no anomalies identified. X-ray imaging was provided, which confirmed lead migration. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide details post-operative patient instructions including, "after implantation of the evoke system, patients should take care to allow adequate healing and ensure that the leads and cls do not move. For six to eight weeks after surgery, patients should avoid: lifting more than 5 kg (11 lbs); physical activities requiring stretching, bending or twisting; raising their arms above their head repetitively." The surgical guide also details potential risks associated with surgery and spinal cord stimulation stating, "lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and product met all requirements for release with no anomalies identified.